Event description:
Reporter indicated that vns pt was hospitalized for approx one week due to seizures. Investigation to date has been unable to confirm that the reported event was not related to the vns therapy. The pt reported that use of the magnet during the seizures did not abort the seizures. The pt's seizures were reportedly controlled with dilantin while pt was hospitalized. The pt believes that the seizures were stress-related. Review of mfg records for the pulse generator revealed no anomalies that would adversely affect device performance. Report is incomplete because no response has been received to MFR's requests for additional info from treating neurologist (via telephone x1, via fax x1).

Event description:
Further follow-up revealed that the patient is currently stable and no further action will be taken. It was reported that the patient's seizures only last a few seconds. The cause of the event is unknown due to lace of information received from the physician.